Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt's caregiver reported that the cycler alarmed with several alarms during treatment and was making an unusual noise. While troubleshooting the alarms the pt was disconnected and discontinued treatment. When the cassette door was opened there was fluid leaking. The pt was advised to retain the set and return it for eval, however there has been no follow up response. During follow up the pt's pd nurse reported the pt's effluent has remained clear. She did not have any signs of infection and no antibiotics were prescribed. The nurse reported that she believes the set was being returned for eval. No adverse event reported at this time.